Event description:
Info received indicates that pump will not shut off after feeding. Rate: 80 ml/hr.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.